Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and experienced erosion. The ipp was explanted and replaced with a tactra. There were no additional patient complications.